Event description:
It was reported that during device unpacking in preparation for a ptca procedure, the stent of the liberte' monorail stent delivery system appeared "crunched together or defective". The event occurred outside of the patient and the device was not used.